Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms described as "was very low, not responding, very speechless, can't actuate what is going on, can't move hands and legs," a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by partner who provided honey on customer's lips and called a healthcare professional (ambulance). Hcp provided glucose and unspecified medication as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.